Event description:
The customer biomedical engineer (biomed) reported that when testing the alarms on the monitor, a speaker malfunction inop alarm came on, and there were no sounds for any alarms. No adverse event or patient harm was reported.